Manufacturer narrative:
One-station solenoid was returned to failure investigator (fi) lab for evaluation. Visual inspection of the one-station solenoid revealed no signs of damage or contamination. The one-station solenoid was installed in the fi test ventilator. An operational test was performed and passed. The ventilator boot into diagnostic mode and extended self-test (est) was performed. No errors were generated during three est cycles and there were no leaks detected. The ventilator then was booted into the normal mode and unit delivered breaths. The power cycle test was performed ten times and no errors were detected. The oxygen flow accuracy test and oxygen accuracy test was performed and both tests passed. The one-station solenoid was tested for an extended period of twelve hours and the unit operates with no errors detected. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing, fse observed the unit failed oxygen (o2) leak test. The customer reported there was no patient involvement.